Event description:
It was reported that the patient presented in clinic with fatigue. The device was found in back-up vvi mode with active hv therapy. A device download was successfully performed to restore the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.